Manufacturer narrative:
Device not returned.

Event description:
It was reported via medwatch (B)(4) that during a surgical procedure, the surgeon saw metal flakes. It was also reported that the surgeon immediately stopped using the drill. The wound was irrigated copiously another drill bit was opened to the field and the case continued without further incident.